Manufacturer narrative:
Devices returned: one (1) used 011-46105-57 partial segment. Engineering analysis: visual analysis of the "as-received" partial segment recorded the stopcock (needleless) valve was depressed/recessed position. Performance (pressure leak) testing of the returned 011-46105-57 segment recorded leakages/failure originating from the valve component. The engineering report documents although not always repeatable, previous engineering analysis of these valve components have shown recessed/leakage condition can potentially occur if the valve component is activated with a long luer or a luer with sharp edges at an angled entry. For optimal performance it is recommended to use connector devices that comply with iso 594-1 std. And techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve as well as ensuring that the central axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle.

Event description:
Int'l. (B)(6) complaint received reporting issues with 011-46105-57 mtg kits las valves/reset and leakage issues with use of abg syringes . The initial information received reports "..nurses have had numerous issues with the las. Product has a squashed/suppressed las noted when the pt returned from theatre ." There were no reported pt injuries, adverse consequences. Additional information although requested was not available.